Event description:
Sales and service unit arjohuntleigh received a phone call from our customer, patient was lifted between chair and beds, when sling has been detached itself, patient fall on her chair. No injury. All clips are cracked. Sling was used on maximove. Sling has been manufactured in october/november 1999.

Manufacturer narrative:
This report is being filed under exemption e2010030 by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer arjo (B)(4). (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.